Manufacturer narrative:
The event occurred in (B)(6). Device evaluation in progress.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to no allegation. Result the down button is permanent active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt). Because of the permanent activated down button the other buttons do not respond to commands (the pump seems like blocked as mentioned in the more info from the affiliate). The e8 error was triggered due to a power interrupt while the device was in run mode. There is no indication the product malfunctioned due to any material nonconformance or other error by roche. The investigation determined the returned product was damaged which may have caused or contributed to the reported event as described in this case. There is no indication the product's damage occurred due to any mistake or nonconformance of materials while under control of the manufacturer. The product was accidently damaged during use and handling after it left the control of the manufacturer.

Event description:
On (B)(6) 2013 patient returned infusion device with no allegations provided. Preliminary evaluation on (B)(4) 2014 found the infusion device stayed blocked after the auto test. The down button is permanent active due to an external mechanic damage. No further information was provided. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and the alleged infusion device was sent for evaluation.